Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, lot# n156614025,implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding a patient currently receiving sufentanil and bupivacaine via an implanted pump; the concentrations and doses were unknown by the reporter. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient reported that she thought a catheter issue occurred in (B)(6) 2014 following a 10.5 hour unrelated back surgery where she was implanted with 2 rods and 30 screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.